Manufacturer narrative:
Corrected data: upon further review, it was noted that in the initial MDR section g4 had the incorrect date received by manufacturer. The correct date is 10/20/2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Device evaluation: the pcb00 preloaded insertion system unit was received in its original box. The cartridge component was observed correctly engaged into lower body of the pcb00 device. The plunger component was observed in advanced position. Visual inspection using microscope magnification was performed. Only a detached haptic was observed stuck at the cartridge tube, near the tip. The rest of the lens was not returned. Residues of lubricant were observed at the cartridge tip which was deformed. The condition observed is consistent with preloaded unit used. No manufacturing defects were detected. The reported issue could not be confirmed on the return. No product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a loading issue. The lens was partially inserted and removed in the same procedure as the surgeon had to cut the haptic out from the patients right eye. There was no vitrectomy, incision enlargement or sutures required. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. Patient post-operative (op) status day 1 was 20/250 visual acuity (va) due to corneal edema. Through follow-up, it was learned the corneal edema did not resolve within the 2 weeks post-op. At 4 weeks post-op residual edema persists, vision 20/30. Patient has a scheduled follow-up in 2 weeks. The patient is kept on steroid drops. No further information provided.